Event description:
A malfunction was reported on a customer's pump, and there were no notable events leading to this issue. There was no adverse impact on the customer's blood glucose level. The customer attempted to reset the pump, with assistance provided by technical support, and continues to use it along with an alternate therapy as backup. Technical support confirmed the customer's shipping address and sent out a replacement pump with delivery requiring a signature. Instructions were given to the customer on putting the pump into storage mode and returning it to tandem within ten days to avoid being billed. The customer was also advised on the need to program their pump settings and connect their cgm to the replacement pump.